Manufacturer narrative:
The ca2 reagent lot number was 69403301 with an expiration date of 31-mar-2024. Last calibration was performed on 6-aug-2023 and was okay with no alarms. The alarm trace showed an abnormal aspiration alarm. This is an indicator of possible poor sample quality. The field service engineer (fse) found dripping from the rinse head. The fse repaired the tubing set on rinse head. The fse did performance check and the instrument was performing within specifications. Calibration and qc were performed and they were successful. The service actions (repairing the tubing set on rinse head) resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with ca2 calcium gen.2 (ca2) on a cobas 8000 c702 analyzer when compared to a different cobas 8000 c702 analyzer. Initial result: 6 mg/dl. Repeat result: 9 mg/dl (tested on a different c702). The repeat result was deemed to be correct.